Event description:
It was reported, that during reprocessing, the video processor exhibited abnormal image, and colorful stripes in the image with e222 report. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image due to defective rx module. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "color bar is displayed" was confirmed and caused by a faulty rx module and the event "error code e222" could not be identified. Olympus will continue to monitor field performance for this device.